Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodged. The physician had placed two taxus express2 8.8% stents in a non tortuous left anterior descending (lad), a 2.75 mm x 32 mm in the proximal lad, and a 2.75 mm x 28 mm in the distal lad. The physician misjudged the length of the proximal lesion and decided to place a third stent on the distal side of the proximal lesion. As the taxus express2 8.8 2.50 mm x 12 mm stent crossed the proximal lesion, the stent became dislodged from the balloon. The physician was able to deploy the dislodged stent with the delivery device balloon, so that it was overlapping the distal end of the proximal stent, and the proximal side of the exposed lesion. There were no pt complications. The status of the pt is listed as good.